Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead fractured. There was lead integrity alert, oversensing and impedance change. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. The device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and oversensing associated with the right ventricular lead. There were two patient alerts for lead failure predictors (lfp) on (B)(6)-2013 and (B)(6)-2013. There were five lfp high rate-non sustained episodes less than or equal to 212 ms average v-cycle between (B)(6)-2013 and (B)(6)-2013. Ventricular sic equal to 225 counts, in 5.72 days between (B)(6)-2013 and (B)(6)-2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.